Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a diluent leak under the unicel dxh 800 coulter cellular analysis system. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the dxh800 was not leaking. The fse found the laboratory's drain was clogged and backed up causing the leak under the dxh 800.